Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a short circuit identified with the micro processor unit. The programmer did not start/boot up and a ticking sound was heard from the micro processor unit. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed to boot up and required preventative maintenance. It was reported that the programmer which was returned for service and preventative maintenance subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.